Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and has fractured under the post feature from the medial side across the lateral side. The device history record was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke upon removal during an initial knee surgery. There was no consequences or impact to the patient.